Event description:
A healthcare provider reported the patient was loose during the day, so they wanted to decrease the dose per hour during the day. Flex dosing was discussed. The healthcare provider was in demo mode at the time of the call, and they were to program later. The medication infused was baclofen 2000 mcg/ml at 204.9 mcg/day. On (B)(6) 2013 a healthcare provider (hcp) later reported that they wanted to program baclofen 5 mcg/day. They stated they thought that should mean 120 mcg/day and it was discussed that 5 mcg/hour would equal 120 mcg/day. The hcp stated the pump was programmed to 5 mcg/day. It was discussed that programming the pump to 5 mcg/day would be impossible at a 2000 mcg/ml concentration. The hcp stated that their new report read a 98% decrease. A report was sent in. The logs indicated the hcp initially programmed the patient in flex dosing mode at a dose of 177.6 mcg/day. This change was made earlier on (B)(6) 2013. The dose was changed to 4 ,995.1 mcg/day in simple continuous mode, which was a 2,713% increase. The dose was reduced from 4995.1 to 119.9 mcg/day on (B)(6) 2013, which was a 98% decrease. It was confirmed that the hcp had programmed the pump to 4,995.1 mcg/day and not 5 mcg/day. The report showed that this ran at a higher rate for eighteen minutes. It was calculated that the patient received 62.5 mcg in eighteen minutes, and their normal hourly rate was about 6 mcg. The hcp reported that the patient was in the bathroom and was ¿limp like a noodle¿. They stated they had programmed the pump back down to 120 mcg/day, and that was what resulted in the 98% decrease. The pump was interrogated again and it was confirmed that the daily dose was 119.9 mcg/day. They reported seeing files that said ¿mdt data¿ on them in the printer queue screen, and it was reviewed that they may need a new software card, though they were actually able to print.

Manufacturer narrative:
Concomitant products: product ID 8780, serial # (B)(4), implanted: (B)(6) 2013, product type catheter; product ID 8840, serial # unknown, product type programmer, physician. (B)(4).